Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. It was also reported there were changes in ipg battery impedance. The ipg remains in use and will be replaced in future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri due to high battery impedance was recorded on (B)(6) 2018, prior to explant. (B)(6) was installed on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.